Event description:
Bag found leaking contents after it was prepared in the pharmacy IV hood at the junction of the middle port. This has happened to at least 5 other bags in the recent past, all from the same lot number. There is concern that there may be undetectable leaks with risk of microbial contamination of the tpn fluid. Strength: 2000 ml millilitres. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018. Is the product compounded: yes.